Event description:
The customer contact reported the device touchscreen was non responsive. The device was returned to the biomedical department with a note that stated, "touchscreen not responding during pm". No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During preventative maintenance testing at the user facility, it was noted that the device touchscreen was non responsive. No additional information was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility, the device touchscreen was non responsive. The probable cause was due to the bad display assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.